Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 544 mg/dl during the phone call. The customer stated that he woke up in a cold sweat and was vomiting prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also stated that he sometimes feels pain when the infusion sets are inserted. Found that the customer inserts in the rib area and has lost 12 pounds. Advised the customer to speak to his doctor about possibly using a different infusion set with a shorter cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.